Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture on an unknown side. The device remains implanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Rupture occurred on the right side and a mass was present. The device has been explanted.